Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cytal wound matrix (ID (B)(6)) sheets are still very visible in the wound and not integrated or generating tissue, even after a full week with vac. No information was provided in regards patient impact.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The cytal wound matrix was not returned for evaluation, however a photo was evaluated: DHR - no anomalies or nonconformances occurred during the manufacture or packaging of the device. Failure analysis - colleagues in production, product development, and manufacturing engineering reviewed the provided images. These smes concluded that the images are evidence of delamination, where the 2 layers separate. Although it is not possible to determine the number of layers present, the devices do appear thicker compared with typical product based on the translucency. It should be noted that there are no quantitative specifications for thickness or resorption time. The specification for thickness is ¿uniform thickness¿, which is meant to mean no thin spots or holes. Resorption time depends on numerous factors including patient biology and comorbidities. Root cause - the root cause cannot be determined based on the information available at this time. Additional information received: reason for wound matrix placement: "patient presented a wound that needed rapid granulation tissue to expedite closure." What specific signs indicated lack of integration? "Matrix still intact/ minimal granulation" were there any adverse consequences to the patient? "None at all." Was the wound matrix removed? If yes, please provide the date of removal.: "no we let the acell take its time to work as not all humans heal the same." What actions were taken to resolve the issue? "Rehydrating sheet and letting sit in wound longer till fully incorporated." Patient healing status.: "healed."